Event description:
Baxter reports that a transfer set needed to be replaced because, the occluder feet were broken. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.